Manufacturer narrative:
Device returned to manufacturer, additional information: the previously reported patient deaths were reported to be invalid, so no product analysis is required.

Event description:
Follow-up with the initial reporter was performed and it was verified that the request on how to proceed with the vns neurostimulators was a hypothetical question regarding how to proceed if the distributor received vns generators. Further verification was received that they have not received vns devices to date.

Event description:
A physician reported that he had multiple "neuro-stimulating devices" that were sent to him by mistake from a mortuary and he was requesting to have them returned. MFR report# 1644487-2017-03082 captures a second report for this event. It is unclear how many were being requested for return, but the context of the report indicated it was more than one. No further relevant information has been received and the devices have not been received by the manufacturer to date.